Manufacturer narrative:
Exact date unknown, event occurred a year ago.

Event description:
It was reported that the patients ipg was nonfunctional and was unable to get charged. The patient underwent an ipg replacement procedure. The explanted ipg was not returned due to facility policy.